Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable results for multiple samples and multiple assays. They retested the samples on other analyzers. The specific number of patients involved was not provided. Three examples were provided. Glucose: initial result was 242.1 mg/dl and the repeat result was 93.5 mg/dl. Hdl: initial result was 22.1 mg/dl and the repeat result was 40.1 mg/dl. Iga: initial result was 65 mg/dl and the repeat result was 18 mg/dl with a data flag. The customer reported the results they felt were consistent with the patients' history. It was unknown if any of the reported results were erroneous. No patients were adversely affected. The reagent lot numbers and expiration dates were requested but were not provided. The field service representative found the check valve was damaged and caused leakage of the naohd nozzle in the rinse unit. The field service representative replaced the check valve. Precision testing was performed. Afterward, the issue appeared to be resolved. The investigation confirmed the issue found by the field service representative was the cause of the event as with leaking checkvalve, the system cannot deliver the full amount of detergent to the rinse unit which could result in carryover issues due to improperly washed cuvettes.